Event description:
It was reported that during preparation, the device did not work. It was noted that there was no aiming beam and no lasing. Another laser fiber was used. There was no report of patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that there were no defects on the fiber body. Microscope inspection found that the fiber connector had no light exiting the face, indicating an internal connector fracture. Functional test found that the aiming beam was dim. The complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all manufacturing specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned, indicating that an expected or random component failure without any design or manufacturing issue.